Manufacturer narrative:
Please note the corrections made to the h6 results and conclusion code: the reported event was confirmed, since surgical plan was provided. A device inspection was not possible since the affected device was not returned. The opinion of the medical expert was requested and stated as following: the periprosthetic fracture around the humeral stem implant can be confirmed. Based on the event description who states, ¿patient fell on suffered a periprosthetic fracture¿, the root cause was attributed to a patient related issue. The periprosthetic fracture is consecutive of the patient fell and not related to the device itself. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The physician performed a revision surgery using blueprint planning due to a periprosthetic fracture sustained by the patient. During the procedure, the dwf603b ascend flex stem was removed. Patient is doing well at this point.

Event description:
The physician performed a revision surgery using blueprint planning due to a periprosthetic fracture sustained by the patient. During the procedure, the dwf603b ascend flex stem was removed. Patient is doing well at this point.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.